Event description:
We were informed that prior to use, foreign material was noticed on the tube. Therefore, the product was not used. No patient harm occurred.

Manufacturer narrative:
In regards to this event, one disposable eva vgpc input set was received for investigation. The tube set was not received in the original packaging. The foreign material on the outer surface of the protection tube was trapped under a piece of adhesive tape. Close examination revealed that the foreign material was soft and showed similarities with silicone. Unfortunately, its actual constituents and/or origin could not be determined. Since the tube set was removed from its original packaging, a manufacturer related failure could not confirmed. Device history record review revealed no deviations and a database search showed that no similar complaints have been reported previously. Though introducing foreign material after opening the original packaging is not uncommon, introduction during the production or packaging process cannot be ruled out completely. Therefore, based on the investigation performed, a root cause could not be determined for the reported event.

Manufacturer narrative:
The complaint is under investigation.

Event description:
We were informed that prior to use, foreign material was noticed on the tube. Therefore, the product was not used. No patient harm occurred.